Event description:
It was reported to ventec that the device unexpectedly powered off. There were no reports of patient involvement associated with the reported issue.

Manufacturer narrative:
H6: the device was received at ventec and the device's electronic records (system logs) were downloaded for analysis. Ventec confirmed that the device had previously logged abnormal power off events, confirming the reported issue. The device was evaluated by ventec, where the reported issue of it unexpectedly powering off by itself could not be duplicated. Proper device operation was then confirmed through functional and performance testing. The cause of the reported issue could not be determined.